Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure, the edge of the stent got lifted up. Pci was performed on an unk lesion which was calcified and severely tortuous. The lesion was very hard. The 2.5x 20mm taxus express2 stent was advanced to the lesion, but did not cross it. Procedure was completed with a different device. There were no pt complications and the pt condition is listed as "good".